Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged and with two incorrectly formed staples unable to release. The stapler was received with 23 staples remaining including the two I incorrectly formed staples, indicating that at least 12 staples were fired by the end user. First, the incorrectly formed staples were manually removed and the trigger cycle was completed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form but was unable to release from the device. This was repeated three more times with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. A staple was able to properly form and release from the device. This was repeated two more times with the same result. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, a staple was able to properly form and release from the device. This was repeated two more times with the same result. The anvil from the returned sample was inserted back into the returned sample. Upon assembly, the trigger was engaged and one staple correctly formed but was unable to release from the device. This was repeated two more times with the same result. The anvil and the forming tool from the returned sample were inserted into the lab inventory stapler. Upon engagement of the trigger, a staple was able to properly form and release from the device. This was repeated one more time with the same result. The anvil and the forming tool from the functioning lab inventory stapler was were inserted into the returned sample. Upon engagement of the trigger, a staple was able to properly form and release from the device. This was repeated one more time with the same result. The anvil and the forming tool from the returned samples were inserted back into the returned sample. Upon engagement of the trigger, a staple was able to form properly but was unable to release from the device. The spring from the lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, a staple was able to form properly but was unable to release from the device. The spring from the returned sample was inserted into the lab inventory stapler. Upon engagement of the trigger, a staple was able to form and release from the device. The forming tool from the lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, a staple was able form properly but was unable to release from the device. The forming tool from the returned sample was inserted into the lab inventory stapler. Upon engagement of the trigger, a staple was able to form properly and release from the device. The trigger from the returned sample was inserted into the lab inventory stapler. Upon engagement of the trigger, a staple was able to properly form and release from the device. The trigger from the lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, a staple was able to properly form and release from the device. The returned sample was reassembled with its original components. The remaining staples were fired from the device. Out of 4 staples, only one of the staples were able to release from the device. It could not be determined why the staples from the returned stapler were unable to be released. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "could not suture" was confirmed based upon the sample received. One stapler was received with its trigger partially engaged and with two incorrectly formed staples unable to release from the device. Upon functional inspection, the staples were able to properly form but were unable to release from the device. It could not be determined what prevented the staples from releasing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the staples could not suture during use.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot #73e1800311 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples could not suture during use.